Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 322 mg/dl accompanied by symptoms of blurred vision and extreme thirst. The patient did not allege any ketone bodies were present, or any medical intervention was required. Reportedly, the patient alleged the pump was delivering inaccurately. The patient alleged they received the high blood glucose level due to a canceling of a combo bolus. Upon review the patient stated he ran a combo bolus for 5.5 hours. Troubleshooting revealed that the basal and bolus history both match the appropriate programmed settings, and were recorded properly. Troubleshooting also revealed that the patient was eating without counting carbs and was bolusing incorrectly. The patient was referred to consult with their health care professional for diabetes management. Troubleshooting revealed use error may have contributed to the patients alleged hyperglycemic event. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a combination of training/misuse and diabetes management issues.